Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged and understood instructions.